Manufacturer narrative:
No unexpected number ramping anomaly was noted and no moisture damage was found on the electronics, motor, vibrator, or battery tube assembly during the visual inspection. The buttons responded properly. However, corrosion was found on the keypad traces. The insulin pump was received with a cracked case on the display window corners, cracked display window, minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was not working. Customer stated that the numbers were ramping up and keypad unresponsive. Customer's blood glucose at that time was 187 mg/dl. Advised customer the insulin pump would be replaced. No further information provided.